Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of stent difficult to deploy and unable to view the deployed stent; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that stent malposition is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a micro-stent implant procedure, there were problems deploying the device. Upon deployment, the surgeon was unable to view the device in the patient's eye. Additional information was requested.